Manufacturer narrative:
G3 initial awareness date was 26may26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1 airseal ifs, 120v device was being used on an unknown date during a sleeve and / or bypass with hiatal hernia repairs procedure when it was reported ¿dr. At u of r highland hospital recently had 3 surgeries with airseal, using an 8mm port on bariatric patients who were undergoing a combination of a sleeve and / or bypass with hiatal hernia repairs. Her patients experienced varying levels of subcutaneous emphysema, with one patient having such bad emphysema in their face that they were unrecognizable for days.¿. Further assessment questioning found that these were high bmi patients and the port was resting against patient anatomy. There was no indication of the device malfunctioning during this event. The patient¿s current condition was reported as ¿recovered¿. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.